Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that the device reached the elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.